Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The grasping section was partially missing. The metal piece sent with the subject device corresponded with the missing part of the grasping section. The proximal side of the tissue pad was severely worn. The probe had a mark contacted with the grasping section. The grasping section had a mark contacted with the probe. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user activated output while the user grasped a thick and hard tissue at the distal part of the grasping section. Based on the past similar cases, it was possibility that the grasping section was subjected to a load and broken off since the user activated output while the user twisted the handle and the proximal side of the grasping section was contacted with the probe. The above device handling has warned in the instruction manual as follows: do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, positioning the tissue, twisting the shaft, or rotating the rotation knob. Manipulate and isolate the targeted tissue with another instrument, grasp the targeted tissue with the sonicbeat instrument, and then activate. Otherwise, it may cause the deforming/splitting/protruding of tissue pad or a scratch on the probe tip by interference with the other parts, which could result in the probe tip breaking and falling off inside the body cavity. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.

Event description:
During a laparoscopic gastrectomy, the subject device was used. The tissue pad of the subject device was severely worn. The grasping section of the subject device was shaky. The base of the grasping section was partially missing. The user found the metal piece during the procedure. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the severely worn tissue pad and the missing of the grasping section.